Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The customer's mother stated that the insulin pump had been replaced and the same issue occurred with the new insulin pump. The caller stated that the insulin pump did not alarm during a fixed prime, and insulin exited the tubing successfully. The caller stated that the customer cleared the alarm and the insulin pump was would deliver the bolus in small parts. The caller did not know the blood glucose reading. The customer called back again, stating that the customer was unable to deliver a bolus while at school. During another fixed prime, the insulin pump did not alarm no delivery. Upon inspection of the infusion set, no anomaly was observed. The customer's mother was advised to insert the infusion set into another site and stated that she would call back later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.